Event description:
It was reported that bd conventional needles; needle was blocked. The following information was provided by the initial reporter: nurse to inject a vaccine into child. The hypodermic needle was blocked and would not expel from the needle/syringe. Needle was discarded and another needle was used. This meant the child had 2 injections.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
As neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Per the provided feedback, we understand clogged needle issue took place. Inspections for occluded cannula condition are performed as part of the routine in-process inspections after assembly. In certain circumstances, the drug used can become deposited within the cannula, causing the needle to block due to crystallization. Occlusion is most likely to occur if the drug remains in the needle for an extended period of time. If this issue were to reoccur, we would greatly appreciate the opportunity to review the affected sample. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.